Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a pacing impedance measurement greater than 2000 ohms as well as loss of capture (loc). The local area field representative reported the impedances had been increasing since device implant. Boston scientific technical services (ts) discussed the cause could be a possible connection issue. The local area field representative reported an x-ray was taken that showed no anomalies. The physician elected to not perform any investigational procedure as the patient condition did not warrant the risk. The device was programmed to vvir. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.